Event description:
It was reported that the bd bactec¿ 9050 system produced a false positive. A gram stain was done with no bacterial growth present. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "there was a positive reaction, but gram stain showed no bacterial growth."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ 9050 system produced a false positive. A gram stain was done with no bacterial growth present. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "there was a positive reaction, but gram stain showed no bacterial growth."

Manufacturer narrative:
H.6. Investigation: a failure was reported on a bd bactec 9050 (p/n 445800, s/n (B)(6)). Customer reported false positive issues on their instrument. Bd remote assistance talked with the customer who informed them they were comfortable continuing using the instrument and observe for addition false positives. There were no additional false positives observed over the following month, the case was closed. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.